Event description:
It was reported that the during a lead revision the patient developed a cerebrospinal spinal fluid leak and was treated with blood patch. The physician believed that the cerebrospinal spinal fluid leak was caused during the procedure.